Event description:
The report stated that the customer placed a new pod prior to going to bed and woke up with high bg's (438-492 mg/dl). Her bg's continued to rise despite having administered multiple boluses. Blood was observed in the cannula, but no kink was noted. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.